Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with lavh, bso and a/p colporrhaphy due to pop, grade 3 cystocele and rectocele, sui and metrorrhagia.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced urinary problems, ibs(diarrhea or severe constipation), 2 hour mesh related exploratory surgery on (B)(6) 2013, erosion, dyspareunia, pelvic organ prolapsed, chronic pelvic pain, self catheterization, bleeding recurrence, bowel problems and infections. It was reported that patient underwent excision of vaginal mesh and repair of incidental cystostomy on (B)(6) 2014.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and monarc subfascial hammock and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.